Event description:
Material no.: 260715c ,batch no.: unknown. It was reported that patient had significant skin reaction 3 days following procedure. Verbatim: product utilized for skin prep for spinal. Pt had significant skin reaction 3 days following procedure. Entire surface that was prepped turned very red.

Manufacturer narrative:
As used. (B)(4) initial emdr submission. A follow up emdr will be submitted if additional information becomes available. (B)(4).